Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. An act artic e1 hip brg 28x42mm, part # ep-200148 from lot 179590, was returned and evaluated against the complaint. Visual inspection found the outer radius to scratched and gouged in multiple locations. The rim of the liner is mostly free of damage but the top edge is flattened in 1 location. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the femoral component of the left total hip arthroplasty is dislocated superior and slightly lateral with respect to the acetabular cup. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 1 day post implantation due to a dislocation. The head and liner were revised. No additional information.